Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82219441 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the saber rx 6mm 30cm ruptured at 12 atm during inflation. It was noted that it ruptured under rated balloon pressure. The procedure was completed with the use of a new unknown balloon catheter. There was no reported injury to the patient. The lesion was the superficial femoral artery. The saber pta was inserted and crossed the lesion. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, the balloon of the saber rx 6mm 30cm ruptured at 12 atm during inflation. It was noted that it ruptured under rated balloon pressure. The device was removed intact from the patient. A new saber rx was used to complete the procedure. There was no reported injury to the patient. The balloon was noted to have ruptured while in the vessel. It was noted that the balloon did not rupture while in a stent. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU and was done normally. The device was able to maintain negative pressure. The intended lesion was in the superficial femoral artery (sfa). The lesion was noted to have moderate calcification with 90% stenosis. The vessel was noted to have moderate tortuosity. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device advanced through the vessel without any difficulty. There was no difficulty crossing the lesion. The device was never in an acute bend and was never kinked during use. The inflation device used, was used successfully with other devices during the case. The product was returned for analysis. One non-sterile saber rx 6mm x 30cm 155 percutaneous transluminal angioplasty (pta) unit was received for analysis inside a plastic bag. Per visual analysis, a rupture was observed on the balloon of the saber rx 6mm x 30cm 155 catheter unit. No other anomalies could be observed by the naked eye. Per functional testing, a lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and pressure was applied. A leakage was observed on the rupture in the balloon. No other anomalies were observed. Per microscopic analysis, sem was performed to the received balloon unit to identify the possible root cause of the balloon rupture. Results showed that saber rx unit balloon external surface presented evidence of a ruptured condition and scratch marks near the damaged area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface probably led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside surface zone of the device¿s balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82219441 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ was confirmed during device analysis. However, the exact cause could not be determined. The balloon material was noted to have a ruptured condition with scratch marks noted to the outer portion of the balloon. Vessel characteristics of calcification with tortuosity and 90% stenosis likely contributed to the reported event based on the analysis findings. Calcification is known to damage balloon material; it is likely this occurred when attempting to cross the calcified lesion or upon inflation. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of the saber rx 6mm 30cm ruptured at 12 atm during inflation. It was noted that it ruptured under rated balloon pressure. The device was removed intact from the patient. A new saber rx was used to complete the procedure. There was no reported injury to the patient. The balloon was noted to have ruptured while in the vessel. It was noted that the balloon did not rupture while in a stent. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU and was done normally. The device was able to maintain negative pressure. The intended lesion was in the superficial femoral artery (sfa). The lesion was noted to have moderate calcification. The lesion had a 90% stenosis. The vessel was noted to have moderate tortuosity. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device advanced through the vessel without any difficulty. There was no difficulty crossing the lesion. The device was never in an acute bend and was never kinked during use. The inflation device used, was used successfully with other devices during the case. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the saber rx 6mm 30cm ruptured at 12 atm during inflation. It was noted that it ruptured under rated balloon pressure. The device was removed intact from the patient. A new saber rx was used to complete the procedure. There was no reported injury to the patient. The balloon was noted to have ruptured while in the vessel. It was noted that the balloon did not rupture while in a stent. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the IFU and was done normally. The device was able to maintain negative pressure. The intended lesion was in the superficial femoral artery (sfa). The lesion was noted to have moderate calcification. The lesion had a 90% stenosis. The vessel was noted to have moderate tortuosity. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device advanced through the vessel without any difficulty. There was no difficulty crossing the lesion. The device was never in an acute bend and was never kinked during use. The inflation device used, was used successfully with other devices during the case. The device will be returned for evaluation.